Event description:
It was reported that the user¿s ilet pump was lost or stolen a few days prior and the user did not revert to any backup insulin therapy, after which the user reported sustained high glucose readings up to 350 mg/dl while using an inset infusion set and an fsl3+ cgm. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.